Event description:
A 1.5 mm x 6 mm sprinter legend rx dilatation balloon catheter was inserted in the pt to rpe-dilate an rca lesion. The lesion morphology was non-tortuous with moderate calcification; however, there was 99% stenosis. It was reported that the sprinter legend was inserted in the pt; however, the device encountered resistance when attempting to withdraw the balloon from the lesion post inflation/deflation of the balloon to 20atms. The physician advanced a guidewire parallel with the device in an attempt to withdraw the sprinter legend; however, a perforation of the artery occurred. After several attempts the device was removed. Medical intervention treated the perforation. No further intervention was performed and the case was completed. The pt is reported to be fine.

Manufacturer narrative:
Other (medical intervention) - evaluation: results: (moderate calcification, 99% stenosis). Conclusions: (moderate calcification, 99% stenosis). Eval summary: medtronic has received the device and its analysis has been completed. The distal tip was damaged. The balloon had been inflated and had a crystallized substance inside it. The device was returned with the procedural guide wire loaded in the inner lumen, the procedural guide catheter was also retuned. The device was patent and the guide wire could be moved within the lumen. The guide wire was withdrawn from the device, there was blood and crystallized residue present along the wire. The distal section of the guide wire was deformed. The guide wire entry port was damaged. The device was advanced along the guide catheter with no issues noted. Information received from the account confirmed that the device was inspected prior to use with no issues noted. It is not known if the inflation had been sufficiently effective in opening the stenosis. The physician stated that the perforation occurred as a result of the introduction of the wires for additional support. The physician also commented that the removal difficulties occurred due to the balloon being stuck on the target lesion. Communications from the field confirmed resistance was experienced during delivery of the catheter on the procedural guide wire. Based on the blood and crystallized residue present on the guide wire when returned, it is possible that guide wire movement may have been impacted and this may have contributed to the removal difficulties encountered by the physician. However, it appears most likely that the lesion morphology resulted in the removal difficulties.